Event description:
Per received report: during coil advancement into the "y" connector, the physician encountered difficulties in moving it out of the dispenser. It was during inspection that the coil was found stretched. The coil was safely withdrawn and the procedure was completed with another coil. No pt injury reported. Add'l info received on (B)(4) 2012 indicated that there was no add'l intervention performed to complete the procedure.

Manufacturer narrative:
The coil was returned severity damaged. The most likely root cause of the coils difficulty advancing out of the introducer was due to the sheath being retracted straight back instead of up and back or folded forward. This caused the locking mechanism to catch the v notch of the resheathing tool and become embedded which produced the fracture. In this condition, significant resistance will occur when attempting to advance the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an add'l 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger." The most likely root cause of the coil becoming stretched was due to the coil becoming anchored during retraction. The circumstances of how and where this occurred during introduction cannot be determined. In addition, without the identification or the return of the microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event.